Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on (B)(6) 2020 at 5 pm. The customer blood glucose level was 38 mg/dl at the time of hospitalized. Customer stated that their blood glucose value was 424 mg/dl on (B)(6) 2020 at 2.30 am and they did not want to troubleshoot for that. Customer was corrected high blood glucose value with bolus and it started drooping to 38 mg/dl. Customer stated that on (B)(6) 2020 he became unconscious and called emergency services. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin drip and food for low blood glucose value. The device will not be returned for analysis.